Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the d2 component on the bedside board was internally shorted. The cause of the inability to charge the battery packs is the shorted d2 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A u.s. Distributor returned a charger/modem indicating that it was unable to charge a battery pack.